Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, a clip was clamped into the medium-large clip applier instrument, the instrument was inserted normally into the situs, and the clip was placed. However, the clip could not be detached from the instrument or could not be closed properly. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on 17-feb-2022 and obtained the following additional information: the instrument was controlled prior to use, but could not be tested because a checking of the functionality is only possible during the intervention. There was no loose cable. The patient was not injured. The procedure was completed with a backup instrument. No patient information could be disclosed.

Manufacturer narrative:
Isi has not received the medium-large clip applier instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or procedure video was provided for review. A review of the instrument log was performed. Per the review, the following was confirmed: device material, lot#/serial #, and event date. The instrument was last used on (B)(6) 2022 on system (B)(4). The instrument had 52 uses remaining after last use. Based on the information provided at this time, this complaint is being reported due to the following conclusion: per the description of the complaint, the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, and h3 analysis information can be found in fields h6 and h10. Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported complaint. The medium-large clip applier instrument was found with both grips bent. A clip was successfully installed, but could not release the clip or be closed properly due to the prongs being severely bent. The instrument was placed and driven on an in-house system, passed the recognition and engagement tests, and moved intuitively with full range of motion in all directions. The root cause is attributed to mishandling, such as applying excessive force to the grips during clip installation.

Event description:
Refer to h10/h11 for follow-up information.